Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Physician stated that the insulin pump is not delivering insulin properly. The customer was not feeling well, the blood glucose was high and the customer could not get the blood glucose readings to come down. Customer experienced nausea, vomiting, excessive thirst and urination. Diagnosed diabetic ketoacidosis. The blood glucose reading at the time of the event was 350 mg/dl. Nothing further reported.